Event description:
The customer reported that the lh780 hematology analyzer failed to flag for the presence of blast cells in one patient sample. There was an instrument-generated message for aging sample accompanying the results. The erroneous test results were not reported out of the laboratory. A manual differential was subsequently performed on the sample and 35% myeloblast cells were observed. The customer believed the manual results to be correct. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events. An analysis of the test data associated with this patient sample indicated a significantly abnormal pattern in the differential. Most cells are located in the lymphocyte region with two clusters observed in the scatter diagram. Since the data pattern suggests an aging effect, the lh780 software algorithm classified these abnormal patterns as being a result of sample aging effect (aging sample message was generated). It appears that the root cause was the instrument software algorithm which was not sensitive enough to generate a blast suspect flags for this patient sample. Information regarding field service was not available.